Event description:
The hospital reported that during a coronary artery bypass procedure, the logo plate on the acrobat suv vacuum stabilizer system popped off into the pt's chest. The piece was removed from the pt's chest with no other pt effects reported. The reported device was used to complete the case. This event occurred during the week of (B)(6) 2010. The lot number and why the product is not returning are unk.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. (B)(4).